Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and there was a loss of communication between the insulin pump and carelink personal, also the infusion set tubing was detached. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-342, mmt-1884, mmt-441a, mmt-7333, mmt-6111. Troubleshooting was performed for high blood glucose event and the customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884. Product return requested for mmt-441a. Customer declined to return, or is unable to return. No product return is required for mmt-7333. No product return is required for mmt-6111.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the reportability as the scenario is not reportable.